Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will not turn on and has a smell of burnt electronics. Upon triage on (B)(6) 2017 the service technician found that the unit had thermal damage to components.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit smelled of burnt electronics.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.